Manufacturer narrative:
Block d2b: pro code (product code): lgw, qrb.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility and will not be returned. Additional information was received that the patient's leads were replaced to cover new pain area.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2318500. Model: sc-2318-50. Serial: (B)(6). Batch: 5003316. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead replacement procedure due to an unknown reason. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility and will not be returned.